Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. The fse determined that the cause of the reported issue was a faulty front end muti-parameter assembly. The customer advised the fse that they did not want to have the device repaired at this time. The device was returned to the customer un-repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that spo2 cannot be measured. It was unknown if the device was producing a inop error message at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.